Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The hospital's material resource department reported that "urine could not flow from tube to chamber as if the urine do not exert enough pressure to open the non-return valve and flow to the collecting chamber¿ when using an unometer device in the neonatal intensive care unit. There was no reported patient harm. The unometer device was replaced using the same brand with a different lot number. No further information has been provided.

Manufacturer narrative:
Corrected device manufacture date. A batch record review was performed. Sample was received and evaluated. A non-conformance is associated with this complaint, which is closed. The investigation concludes the likely root cause for the issue ¿stop flow between patient and chamber of unometer product¿ cannot be identified on the base of information received. No corrective action is required. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. No additional event detail information has been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).